Event description:
The hand held device was returned due to communication difficulties related complaint. During the analysis of the hand held, a broken solder joint was noted near the battery connections. It is believed that this broken solder joint results in an intermittent connection between the board and the main battery causing the device to power down. The broken solder joint was most likely the result of mechanical stress. Based on the product analysis findings, there is evidence to suggest the identified anomalies would have contributed to the reported complaint.